Manufacturer narrative:
Date of event: the exact event onset date is unknown; however, it was reported that the patient underwent urethrolysis procedure on (B)(6) 2012. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Surgeon for mesh revision is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system device was implanted into the patient during an obtryx midureteral sling insertion procedure performed on (B)(6) 2011 to treat stress incontinence. As reported by the patient's attorney, the patient had dyspareunia due to mesh implant. On (B)(6) 2012, the patient underwent urethrolysis surgery. During the procedure, it was discovered that the patient had tight band of scar tissue on the anterior wall under the urethra. The patient was then allowed to go home when recovered.